Manufacturer narrative:
A impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation, see attached images a001 and a002 in the complaint. Visual inspection of the as returned product identified worn markings due to usage from placement and a fracture mount. No pre-existing conditions were noted on the per. The reported device was located on tooth # 30 and was used same day. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1232606). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1232606) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Email unknown / not provided. PMA/510k: k011028, k013227.

Event description:
It was reported that the impression post broke off in the implant at the time of placement requiring implant removal. Clinician confirmed it was the mount that fractured when he attempted to remove the mount after placement. The patient was not injured during the fracture. Implant was removed and the office had another implant of the same size on hand and just replaced the site with a new implant. Patient does not need to return for additional appointments. Tooth #30.